Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet battery was allegedly lasting about 24 hours, raising concern for premature battery discharge involving the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user, analysis of information provided by the user and third parties, and an event history log review. Investigation of this case revealed no device problem found, with the event history indicating a normal battery depreciation rate despite the reported concern of premature discharge in the battery component. It was concluded, based on previously established findings for similar reports, that no problem was detected.